Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's brother called to report that the customer almost died due to an overdose of insulin delivery. Customer's brother did not report a specific malfunction related to the insulin pump at the time of the incident. Customer's blood glucose levels at the time of the incident were not included in the report. The insulin pump did not undergo troubleshooting or functional testing at the time of the call. Therefore, the root cause of the issue could not be determined. Product is not being returned or replaced.